Event description:
On (B)(6) 2010, the patient reported that 5 days ago, the piston rod on his insulin infusion device would only rewind halfway. He stated it is making a very quiet, slow, sound. He said the silver part of the piston rod appears to have come loose and moved halfway into the cartridge chamber. He confirmed he is using the correct battery type and that the plunger is not stuck on the piston rod. He stated he has switched to insulin injection therapy. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.